Event description:
Trifit ts revision pending due to loosening of the stem. Please note: corin has requested confirmation of the revision on 4 occassions, however, a response has not been received and thus it is unknown whether the revision has occurred.

Manufacturer narrative:
Per -2606 final report it was reported that the patient would require a revision due to loosening of the trifit ts stem, however, it has not been confirmed that this revision has occurred. Additional information, and confirmation of the revision was requested in order to progress with the investigation of this event, however, no additional information was provided and thus the scope of this investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. A concession was raised against this batch of stems due to potential non-conformance with the full taper length on the stems. This would not affect the performance or functionality of the device. Based on the available information, no further investigation can be conducted and the root cause of the reported stem loosening has not been determined. Therefore, corin now considers this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Initial report. The patient will require a revision due to loosening of the trifit ts stem. It has been requested for x-rays, operative notes, date of revision and the explant to be provided following the revision event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be reviewed.

Event description:
Trifit ts device revision pending due to loosening of the stem.